Event description:
It was learned that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry. Through follow-up with the surgeon (via fax), an operative report was received. Unfortunately, the surgeon is unaware of the whereabouts of the device. A device history record review is currently in process. Unsucessful ring repair. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.